Manufacturer narrative:
An event of valve migration was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, 25mm portico tavi valve was chosen for procedure in a patient's native valve with severe calcification. Annular sizing was noted as in the range but exact numbers were not available. During the procedure, the distal tip pulled back and the valve jumped over the annulus and the valve was implanted too high. Paravalvular leak (pvl) was noted. There was no resistance felt with the deployment of the valve. There were no difficulties in deploying the valve. The valve was never re-sheathed. It was noted that there was an interaction between the delivery system and the deployed valve when the delivery system was being pulled back but no additional information was provided regarding this. The patient did no experience any symptoms. The patient did not have an acute aortic angle. Snaring of the valve was not attempted. The patient did not have a hypertensive spike or pulmonary hypertensive episode. The valve did not block a coronary artery. A second, 25 mm portico was implanted successfully to treat the patient's pvl. It was noted that the final implant depth of the 2nd portico valve was optimal. The procedure was successful, no patient consequences to the patient. The patient remained hemodynamically stable throughout the procedure. No additional information provided. Imaging and operative notes were requested but not available.

Manufacturer narrative:
An event of valve migration and paravalvular leak was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.